Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient presented with worsening shortness of breath and lower leg edema. Decision for impella cp was made. During cp support it was noted that there was a position in aorta alarm with flat motor current. The team attempted repositioning decision made to explant pump. The cp was successfully weaned and explanted.